Event description:
Complainant received info (foia request) from district office on complaints regarding discus dental, which has registration for a class ii device. Complaint is this product caused permanent damage to teeth, whether through lack of info from dentist (who gave rptr the product) and/or due to the product itself. They said the receptionist/dentist's coworker informed them that discus dental called the dental office several mos ago asking the dental office to check for one of their products with a certain lot number. If it was found, it was to be returned. The complainant now has root exposure, which causes pain and needs add'l dental work due to this situation. At the time complainant used the product, they did not know the strength. Immediately prior to this treatment they had their teeth examined and cleaned by the dentist ("healthy teeth", they were told) who gave them the product. The complainant said they never received any written instructions with the product. Complainant has hired a lawyer and was going to contact the state dental board.